Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned meta-tan comp screw driver confirms the tip is broken off. The broken piece was not returned. Also the retaining rod was not returned as well. This device exhibits signs of significant use and wear. The device was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the tip of the driver broke off during the procedure, while inside of the patient. All parts were recovered with no patient affectation. Smith and nephew backup device was available and surgery was completed with it on time.